Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to mobile, no communication pump to transmitter, no communication pump to meter. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with manual injection/insulin pen, emergency medical services (ems)/ambulance/emergency room (ER) visit. The event involved product(s) mmt-6102, mmt-1880. Troubleshooting was performed. It was unknown whether the auto mode/smartguard feature was active and whether the pump was used within 48 hours of the reported high blood glucose event. No further patient complications were reported. It was unknown whether customer will continue/discontinue the use of product. No product return is required for mmt-6102. No product return is required for mmt-1880.

Event description:
Updated summary: customer reported loss of connection between pump and mobile device at the time of the call because they were not paired. Helpline assisted with pairing the pump and mobile device. There was loss of communication between pump and transmitter at the time of the call because transmitter ID was not programmed into the pump because customer had stopped using the pump and the battery was removed for extended period of time, which is expected behavior. Customer also had no communication between pump and meter at the time of the call. This was resolved during call after verifying that meter serial number is connected to the pump and pump serial number is connected to the meter. Customer also reported having a high blood glucose value on (B)(6) 2025 after not using the pump since (B)(6) 2025. High was treated with manual injection and visit to the emergency room at 4am on (B)(6) 2025 for a high blood glucose value of 400mg/dl. The hospital also treated the high with manual injection. Troubleshooting was done. Pump was not used within 48 hours of the high. Customer was off the pump due to her transitioning to a different brand of pump. Auto mode was not used. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.